Manufacturer narrative:
Site reported bilateral patient had light adjustable lenses explanted as the patient was unhappy with the visual outcome. Another lal was implanted in the right eye during the exchange on (B)(6) 2022 and another lal was implanted in the left eye during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. The device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4), lot number: l02-001495, implant date: (B)(6) 2021, mfg date: 1/9/2020, expiration date: 12/31/2022, explant date: (B)(6) 2022, UDI: (B)(4). Left eye: serial number: (B)(4), lot number: l02-001536, implant date: (B)(6) 2021, mfg date: 1/28/2020, expiration date: (B)(6) 2022, explant date: (B)(6) 2022, UDI: (B)(4). The lenses are in the process of being returned for evaluation.

Event description:
Site reported bilateral patient had light adjustable lenses explanted as the patient was unhappy with the visual outcome. Another lal was implanted in the right eye during the exchange on (B)(6) 2022 and another lal was implanted in the left eye during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.

Event description:
Site reported bilateral patient had light adjustable lenses explanted as the patient was unhappy with the visual outcome. Another lal was implanted in the right eye during the exchange on (B)(6) 2022 and another lal was implanted in the left eye during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.

Manufacturer narrative:
Site reported bilateral patient had light adjustable lenses explanted as the patient was unhappy with the visual outcome. Another lal was implanted in the right eye during the exchange on (B)(6) 2022 and another lal was implanted in the left eye during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. The lenses were not saved after explant. The site discarded the lenses.